Event description:
It was reported that the patient experienced mechanical issues with an inflatable penile prosthesis (ipp). After troubleshooting with the physician, it was suspected that the ipp had fluid loss. A replacement surgery was performed. Upon explant, a hole was identified in the reservoir. There were no patient complications reported.